Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 7 years due to aortic valve stenosis and "ascending aortic aneurysm measuring approximately 5 cm at the mid ascending extending to the aortic arch". As per the explant operative report, "the prosthetic valve developed a thickening of the pericardial leaflets. Interestingly, the aortotomy was at, or in the right coronary ostium and spiraled down around into the annulus of the prosthetic valve".

Manufacturer narrative:
Event problem: = thickened leaflets. Evaluation: method = device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Bioprosthetic valve stenosis can be due to many factors such as calcific degeneration, non-calcific degeneration, pannus growth...etc. Without device return and evaluation, the root cause of the reported stenosis leading to the explant could not be confirmed.